Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Tbm states the patient was trying to expand the width of the bed when the weld on the portion that is pulled to expand the bed broke.